Event description:
Dealer stated that the right headtube, part of the caster/fork assembly, on a tdxsp-cg power chair is allegedly bent back.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tdxsp-cg, serial number/date (B)(4) is approximately 2 months old. The owner's manual part number 1143190 rev k (mar-11), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6) . The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer states that the end user is hard on his power chair and may have contributed to the issue with chair. The end user was allegedly in the chair when damage was noticed and user currently still has the chair . The chair is in the process of being serviced. The malfunction has not been confirmed.